Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue was not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed, mildly calcified lesion in the mildly tortuous diagonal artery. The 1.5x12mm traveler balloon dilatation catheter (bdc) was unpacked with no resistance noted during removal of the protective sheath. The traveler bdc was soaked and prepped before use with no reported issue during preparation. The traveler bdc was advanced to the target lesion without resistance; however, the bdc could not be inflated. Reportedly, the pressure on the indeflator increased to 6 atmospheres (atm), but could not go beyond 6atm. It is unknown if the traveler bdc balloon completely failed to inflate or was partially inflated. The traveler bdc was removed without resistance. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new bdc was used to successfully complete the procedure. There was no additional information provided.